Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the frequently no or intermittent response by button press. The customer¿s blood glucose level was 129 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. All buttons functioning properly. No damage in the keypad assembly noted. No physical damage noted during visual inspection. All boluses delivered properly and were listed in the bolus history screen. No button unresponsive alarm noted.